Manufacturer narrative:
The patient was hospitalized for the peritonitis on ¿thursday (B)(6)¿ (not further specified) and discharged ¿yesterday¿ ((B)(6) 2016). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy/milky pd effluent and not feeling well (not further described). The cause of the peritonitis was unknown; further described as possibly related to problems with ¿yeast from a machine used during heart surgery or a possible but unconfirmed touch contamination to belly or getting water in during shower¿ (not further specified). On unreported date(s), the patient was hospitalized for the event, the patient began treatment for the peritonitis with unspecified antibiotics, intraperitoneally and intravenously (doses and frequencies not reported), pd therapy was discontinued and the patient was switched to hemodialysis permanently. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. No additional information is available.